Event description:
It was reported that implant in tooth site #30 was removed due to infection after pt presented to the office for reevaluation before restoration of implant.collagen plug was placed.

Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s title first name last name and email address are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.